Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection or the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Using the pod 5 / page 55: before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper thigh, or lower back (figure 5-13 and figure 5-14 on the next page). Caution: change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption.) Checking your blood glucose 7 / page 95. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The father reported his son developed an infection at the insertion site while wearing the pod longer than 48 hours. The patient was taken to urgent care where the infection diagnosis was confirmed. A presciption for 500 mg of cephalaxin (3 times daily) was given as treatment. The patient's condition has since improved. Additionally, the patient's blood glucose level reached 400mg/dl.